Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. The hi-torque (ht) command 18 guide wire was advanced for trial crossing of the 2.0x80mm armada 18 balloon dilatation catheter (bdc) over the guide wire. During removal of the balloon without resistance, it was noted that the tip of the guide wire had separated. The separated tip was attempted to be retrieved but was unsuccessful and was left pushed into the collaterals branch. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. The separated portion of the guide wire was reportedly imbedded in a vessel. There is no indication of a product quality issue with respect to manufacture, design, or labeling.